Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were recommended.

Event description:
New information received notes that post-paced t-wave oversensing was observed again. Programming changes were recommended. It is unknown if previously device was reprogrammed to address the issue.